Event description:
Four months postoperatively, the valve was explanted due to "severe" hemolysis and replaced with a 21 mm carpentier edwards tissue valve. The pt was compliant with anticoagulation therapy and had an inr level of 3.0. Preoperatively, the pt was diagnosed with "severe" aortic stenosis and had a calcified annulus.